Manufacturer narrative:
Device is a combination product. Date of event: estimated based on bsc aware date of (B)(6) 2019.

Event description:
It was reported via twitter feed that stent damage post deployment occurred. A percutaneous coronary intervention was being performed in a tortuous lesion. The promus premier stent was difficult to advance and severe foreshortening stent strut fractures occurred while negotiating the balloon.